Manufacturer narrative:
Device investigations did not reveal any device malfunction which is expected to explain the reported performance problem, which appear to be related to an insufficient mechanical device coupling to the stapes. During the explantation surgery the fmt was found to be dislocated from the stapes. This is a final report.

Event description:
The user had a sudden loss of sound when using the device. There is no report of any accident or trauma. The device has been explanted and the user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a sudden loss of sound when using the device. There is no report of any accident or trauma. The device has been explanted and the user was re-implanted.